Event description:
On (B)(6), 2014 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 173 mg/dl and 116 mg/dl on the reported meter within 20 minutes. The patient did not experience any symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. However, as the issue was not resolved with troubleshooting and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/30/2014), the lay user/patient¿s products have been returned, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.